Event description:
Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately 2 days due to post-operative complications following redo aortic valve replacement for bacterial endocarditis. The discharge summary indicates that the patient tolerated the procedure fairly well. Within the first 24 hours, the patient was severely febrile to 102 to 103, which persisted, necessitating ice blankets to cooler blankets to lower her temperature, drugs, and she was on massive vasopressin. She continued on antibiotics as suggested and finally defervesced and she also required high doses of inotropic support. Patient became alert and responsive on the ventilator, able to follow comands. Despite this, she continued a low output state. The patient arrested and was resuscitated; however, she continued to rapid downhill course. The patient then had no spontaneous heart rate or respiratory rate and she was pronounced.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.